Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The right ventricular (rv) lead was experiencing increased pacing impedance. The ICD was in a mode that was only rv pacing. The rv lead was reprogrammed and remains in use. The patient was a participant in the surescan pas study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).